Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test and no motor error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that this error alarm occurred after several no delivery alarms. Customer also reported seeing drops of insulin at the end of the tubing after each priming. Customer stated that after troubleshooting, she was unable to find anything wrong and the cannula was not bent. Blood glucose level was 139 mg/dl at the time of the call. No further information was provided.